Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. The customer confirmed the o2 manifold leak. The customer reported that replacing the o2 manifold corrected the leak.

Event description:
The caller reported that the o2 manifold was leaking. No patient or user harm was reported. Event date not specified, estimate used.